Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was found to be broken. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. The instrument failed the clip test due to misapplication of the clip. Although the instrument was able to engage and retain the clip, it was unable to apply it. In addition, the clip applier instrument was found with one grip bent near the top of the clip groove, causing an offset at the tips. This damage prevented the clip from being properly released from the grips. The complaint was confirmed based on failure analysis.